Manufacturer narrative:
One ventilator was returned for evaluation. Visua inspection of the pump found it to be in good condition. 60 psi o2 connected and device powered on, and no alarm sounded when hose was disconnected. This confirms the reported customer complaint. The reported customer complaint has not been confirmed. The demand block assembly was replaced, resulted in a device that functions as intended. Problem source has been determined to be normal wear and tear.

Event description:
Information was received that a smiths medical pneupac parapac ventilator had "no patient disconnect alarm." No adverse effects were reported.